Event description:
It was reported that the patient presented for an unrelated pulsed field ablation (pfa) ablation procedure. During the procedure, the implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled. Programming changes were performed to resolve the issue. The patient condition was stable.